Manufacturer narrative:
One 120404fp catheter was returned for examination. The reported event of balloon detachment was confirmed. As received, the balloon latex and both windings were missing and not returned. There was no visible damage or abnormality observed on the catheter body. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the balloon detached from the catheter. The detached balloon was removed from the patient body. The patient demographic information was requested but unavailable due to the hospital policy. The sales representative followed up to obtain further information, but none was available at this time. There was no allegation of patient injury.